Event description:
Diabetes educator called reported a hospitalization due to high blood glucose. Customer diagnosed diabetic ketoacidosis. Customer hospitalized for three days. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.